Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to endoleak. (B)(4).

Event description:
On (B)(6) 2016, the patient underwent endovascular repair of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses featuring c3® delivery system (rlt261414j/14149647 and plc201200j/14808945). The patient tolerated the procedure without endoleaks present. Later in a follow-up study, bilateral distal type I endoleaks were revealed. It was reported that bilateral common iliac arteries had become aneurysmal, which could have caused or contributed to the endoleaks. On (B)(6) 2018, a reintervention was performed whereby two contralateral leg components and two iliac extender components were implanted into bilateral external iliac arteries. The endoleaks were resolved, and the patient tolerated the reintervention procedure.